Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
In the study, "technology in diabetes treatment: update and future", the authors provided an overview of the treatment and self-management of diabetes, which includes commentary on products from medtronic and other companies. The study found that the sensors were approved for the use for varying lengths of time (i.e., medtronic, minimed 640 g, 6 days; medtronic, minimed veo 554/754, 6 days; <name omitted>, 7 days; medtronic, guardian connect, 6 days, <name omitted>, 7 days; and <name omitted>, 14 days). Depending on the system, the technical approach, but also from user and environmental factors (like sweating), there are reports about site reactions, skin alterations, pulling off, falling off, losing of the complete, or parts of the system (i.e., transmitter, receiver), transmission issues at night, malfunctioning systems and silencing of alarms. Moreover, in situations with an increase or a decrease in blood glucose levels, the cgm system can report false low or false high glucose values. The reason for this delay is the measurement of glucose levels in the interstitium which reacts slower and later in comparison to blood glucose excursions (delay of about 5 to 20 min). No products were returned to medtronic for analysis as a result of this study.